Event description:
It was reported that recapture difficulty and device damage occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed closure device landed too proximal, so a full recapture was performed. During recapture, the physician noted resistance when the sheath met the device anchor line. The device was successfully removed and the procedure continued with another wds. After the second wds was deployed, a "strand" was seen on the tip of the was via transesophageal echocardiogram (tee). Activated clotting time was therapeutic. The decision was made to release the device after passing all criteria. The sheath was then removed from the body and it was noted on tee that the strand followed the device. The sheath was assessed after removal and it was discovered that the soft tip was torn, but still attached to the tip. The medical team believes the strand seen on the tee was the torn rubber. Patient awoke neurologically intact. No patient complications were reported.